Event description:
It was reported that during the implant procedure the lead was placed however, there was no capture. The consultant believed there was not an issue with the lead but rather the position the lead was in. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was received and analyzed. There were no anomalies found.